Manufacturer narrative:
Gehc service personnel performed a celeron repair and replaced the hdd, the cine drive, the ffb, the gib and the image processor. Tested the system by booting several times and taking several xray exposures.

Event description:
Customer reported unable to get the xray controller to clear. No patients were harmed.